Event description:
A revision surgery was conducted on (B)(6) 2025 due a reported screw breakage resulting from a fall. The momentum screw system was used for the revision. It is unknown whether or not the broken screw(s) were from the momentum system to begin with. The screw(s) that were removed were disposed of by the hospital and the respective part numbers were not documented at the time. No further information was obtained.